Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that it is unknown if the patient was hospitalized prior to or up to the time of death. It was reported that peritoneal dialysis (pd) therapy was being performed prior to death, but it was unknown if the patient was connected to the device or if pd therapy was ongoing at the time of death. The device was not returned and a serial number for the device was unknown; therefore, a device analysis could not be completed. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.